Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was observed to have a white foreign object in the cable. The procedure was completing as planned with no reported injury. Intuitive surgical inc., (isi) followed-up with the initial reporter and obtained the following additional information : since the white substance on cable was discovered before procedure , it was not used on the patient, it was unclear whether the white substance was a sign of thermal injury. The wire was a black colored conductor wire.

Manufacturer narrative:
A review of customer provided image was performed by a regulatory post market surveillance (rpms) analyst. The image does not show any visible signs of damage. Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.